Event description:
The facility reported an infusion pump with a failure code 12:303 which occurred during a patient infusion. The facility's representative stated that no patient incidents were reported on this pump since the last baxter service event. Although information was requested, none was provided regarding patient status, medicaton delivered, specific tubing set involved, and the date and time of the incident. Additional contact information was requested but none was provided.